Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the distal conductor was distorted. The inner insulation was kinked buckled and pulled apart (overstress). There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted that the lead was damaged at implant and was distorted within the connector. The helix would not extend or retract due to distal conductor distortion within the connector.

Event description:
It was reported that at the implant procedure, the right ventricular (rv) lead was successfully placed; however, fluoroscopy showed that the lead had dislodged. During the helix retraction, the physician noted that the turns felt tight. The physician pulled the lead out of the body a couple of centimeters and felt the torque relief. The rv lead was repositioned and the helix extended but electrical testing resulted in low impedance and no pacing or sensing. At the time of this failure the physician felt that the subclavian tightness allowed for too many turns but the torque did not transfer to the tip. A fracture was suspected. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.